Manufacturer narrative:
Temperature testing performed on s2160 810 cluster s/n (B)(6) - this was within accepted specs. However, cable required replacement. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
810 cluster probe overheats after 3 mins, needs to stay off for at least 3-5 minutes.